Event description:
It was reported that the patient was admitted to the emergency room due to receiving five inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. Follow up was conducted for intervention to no avail. The device is still in use. No further patient complications have been reported as a result of this event.